Event description:
Caller reported that the touchscreen of the pump was unresponsive, as the screen was frozen and did not respond to input. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset, which the caller performed, allowing the customer to interact with the pump screen successfully following the reset.